Manufacturer narrative:
Date sent: 12/18/2008. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the consumer that his spouse had a gastric band implanted. The first few weeks everything was fine. The patient became dehydrated and was hospitalized twice. The patient was having esophageal spasms and could not keep liquid or soft foods down. The surgeon scope her and the band appeared to be intact and functioning as intended. Nevertheless, the patient continued to have esophageal spasms. He stated that his wife had not received any fills since the band was implanted. The band was explanted. The patient has been discharged home and is in stable condition.